Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 375 mm distal to the distal end of strain relief a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. While unwrapping a 2.50x38mm promus element drug-eluting stent from the box, it was noted that the shaft was broken. The procedure was completed with a 2.5x38 non-bsc stent. No patient complications were reported and the patient's status was stable.